Event description:
Related manufacturer reference number: 2017865-2022-13942. It was reported that the right atrial (ra) lead and right ventricle (rv) lead exhibited noise episodes. Both leads were explanted and replaced. The patient was in stable condition.